Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The capsule fell off into the pt's throat and had to be retrieved. No serious injury to the pt was reported.